Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the patient had experienced blurry vision as he was not able to see to watch television and cannot drive. Closes the right eye to drive. Was told to wear glasses for distance and they did not help. Additional information has been requested.